Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue and difficulty removing from the introducer sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo mid femoral artery that was 80% stenosed. Ipsilateral dilatation of a femoral artery was done through a non-abbott 6 fr introducer sheath. After preparing a 5.0 x 60 mm armada 35 balloon catheter per the instructions for use (IFU), the balloon was inflated at nominal pressure. However, there was difficulty in deflating the balloon and removing it from the introducer sheath. The balloon was eventually fully deflated when removed from the anatomy. After inflating the balloon again outside of the anatomy, it was not possible to deflate the balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.